Event description:
A customer observed a falsely elevated trop I es results for samples tested on two vitros eci analyzers. The trop results in question were released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4). Note: this is the first of two 3500a forms for this event. Two devices were involved in the event. 1319681-2009-00415, 1319681-2009-00416.

Manufacturer narrative:
The investigation has determined that falsely elevated trop I es results occurred on two vitros eci instruments. The investigation into this event concludes that the root cause of the event on eci j21191/(B) (4) is unk. The field engineer has addressed multiple subsystems, however, the investigation is on-going. The root cause of the event on eci j21190/(B) (4) is instrument related. Multiple subsystems have been addressed and service has returned to instrument to expected operation.